Manufacturer narrative:
(B)(4). Additional investigation information: customer identified: experiencing occasional problems with normal qc samples on instrument. Not experiencing problems with abnormal qc samples on instrument.

Event description:
Customer reports lower than expected result (140) using signature+ / act-lr on heparinized patient. Retest performed with second signature+ instrument provided expected result (300). No adverse event, serious injury, or intervention reported.